Manufacturer narrative:
(B)(4) date sent: 2/11/2026 d4: batch #a97v3u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage, both piece of buttressing on the anvil and with a gst60b reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional and damaged. The damage to the pcb is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. The log indicates that no suspect power cycles were noted. A manufacturing record evaluation was performed for the finished device batch number a97v3u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure of the esophagus, the device was clamped in an articulated state. The firing did not progress clamping the tissue, so it was removed. The articulation did not move after that, so the use was stopped. The cartridge color was blue. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No additional information is provided.